Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: heartmate ii; (B)(4); at explant; inflow cannula and inflow bearing exhibited thrombus. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: p/n103393; l/n 118480; partial fibrinous blockage. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: transplanted implant device type: lvad.